Event description:
A malfunction alarm with code malf 9 was reported, and the customer noted no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump. The customer, whose pump was under warranty, was provided with instructions for returning the pump and advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery.